Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause was the valve v12. Fse resolved the leak by replacing the valve. (B)(4).

Event description:
The customer reported the unicel dxc 880i synchron access clinical system had fluid bubbling from the back of the 10 psi regulator. The leak was contained to the instrument. No exposure reported. Customer was wearing lab coat, eye protection, and gloves. No erroneous results generated.